Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump stopped working and the attached lvps alarmed. Per report, "the pump had to be turned off and all channels reprogrammed. Norepinephrine at 3mcg/min, milrinone at 0.25mcg/kg/min and heparin at 550u/hr were infusing at the time of the event. The pump was off for approximately 3 minutes". There was patient involvement but no harm.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number#(B)(6) is a concomitant and this file has captured the correct suspect device with serial number#(B)(6) as per investigation report. Correction: describe event or problem, medical device catalog #, unique identifier (UDI) #, medical device serial #, medical device model #, concomitant med prod data , device manufacture date omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: report source, device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c and d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of a system error related to an 800.8000 error on the pcu was confirmed in review of the logs; however, the error was not replicated during testing. The ¿as-received¿ inspection found the device to have the manufacturer seal broken. A damage was observed on the upper right corner of the front case. The rear case near the tamper switch and the rj45 connector plug was found with contamination. The ground plate and the interior of the rear case were found with corrosion. The review of the pcu error log identified an event of error code 800.8000.0 (general os failure). The error log indicated that there was a malfunction on march 6, 2025, at 10:03 am. Recording a soft fault error 255-16-275. The customer provided an event date of march 06, 2025. Based on the review of the pcu event log retrieved, on march 06, 2025, at 6:32 am, an infusion of drug ID 431 (milrinone) was programmed on pump sn (B)(6) with a rate of 4.6725 ml/h and a vtbi of 56.79 ml, the primary volume infused recorded was 1.978 ml. At 9:02 am, the pump module s/n (B)(6) was last programmed with a rate of 5.5 ml/h and a vtbi of 150 ml. The pvi recorded was 15.815 ml. At 9:35 am, the pump module s/n (B)(6) was last programmed with drug ID 13 (albumin 25%) with a rate of 450 ml/h and a vtbi of 77.8 ml. The pvi recorded was 22.2 ml. At 9:44 am, the pump module s/n (B)(6) was channeled off at 9:45 am, the pump module s/n (B)(6) was last programmed with drug ID (B)(6) (norepinephrine 8mg/250ml) with a rate of 5.625 ml/h and a vtbi of 247.185 ml. The pvi recorded was 19.497 ml. At 10:02 am, the malfunction 800.8000 (pcu15 general os failure) occurred. The concomitants pump modules were connected to the suspect pcu and were left infusing for 49 hours, during which the rate was changed 3 times. The infusions were completed as programmed with no errors or interruptions observed during the infusions. Preventive maintenance was performed using asm v12.3 to ensure that the device is operating according to specifications. The tasks were observed to have been completed successfully. Per the bd alaris system error tipsheet, the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Operation will continue on all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose or volume to be infused (vtbi). Obtain a new pcu. Do not power down until a new pcu is available. Operation will continue on all channels during this time. Programmed settings on the module are not restorable, any current rate, dose and vtbi settings should be noted and recorded prior to powering down the pcu. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the root cause of the reported system error that occurred on the pcu was identified as an 800.8000 error code with the soft fault code 255-16-275 recorded and was a result of a software anomaly. The root cause for the 800.8000 error code was not able to be identified during the investigation. Note that this report lists imdrf annex a1102, a040502, a1801, g0200802, g02035, g04037, c10, c0601 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump stopped working and the attached lvps alarmed. Per report, "the pump had to be turned off and all channels reprogrammed. Norepinephrine at 3mcg/min, milrinone at 0.25mcg/kg/min and heparin at 550u/hr were infusing at the time of the event. The pump was off for approximately 3 minutes". There was patient involvement but no harm. We have received a copy of the health canada report: pump stopped working and alarm rang on all channels pump unable to be reset- had to be turned off and all channels reprogramed. Pt was currently running norepinephrine at 3mcg/min, milrinone at 0.25mcg/kg/min and heparin at 550u/hr. Pt was on ihd at the time and has required norepinephrine during ihd runs to support bp. Pump was off for approximately 3 mins and pt's was stable during this time. No change to loc or vs.